Event description:
I placed clear care plus on my contact lens then inserted in eye. Immediate burning. I tried to remove it asap, but would not come out. I ran to shower and ran water into my eye to wash out lens. Then I read side label. I opened bottle late last night. I obviously did not have contact lens in when I went to insert them. I have worn contact lenses for 50 years who reads label on side of bottle after 50 years of using a product did not see the warning on side of bottle. This products needs to be removed from the market it is made for eyes, how can they make a bottle that looks like traditional wetting solution and place it on the market. When I called alcon to report the issue, they asked me to leave a voicemail and they will call me back "later" dr. Told me to flush eye and not put in contact lens and us refresh drops sclera twice the size of normal and lid swollen severely. Pictures available if needed.